Manufacturer narrative:
The patient¿s exact age is unknown; however, the patient was reported to be an infant. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector clotted. This occurred during infusion of total parenteral nutrition through a peripherally inserted central catheter (PICC) line using a non-baxter infusion pump. The PICC line was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.